Event description:
Per the customer, "I've received a couple of complaints about this item. I've had two separate people use them and get burnt from the unit." The customer stated that none of the devices were returned, and they were all cash sales, so he does not have any consumer names or addresses to obtain further information from.